Event description:
Initial information was received on (B)(6) 2011, from a consumer's mother. She reported that her (B)(6) son was using colgate adult motion powered toothbrush and it exploded in his hand. He experienced ringing in ears for several hours afterwards. He was brushing his teeth on the night prior to this report ((B)(6) 2011) and the event occurred. His mother described the explosion as very loud. The toothbrush battery pack flew off and pieces of the toothbrush shattered. He had recently changed the batteries. He was seen by his pediatrician on the next day ((B)(6) 2011) and a hearing exam was performed. The exam was negative. The pediatrician did not find that his hearing had been affected. He discontinued use of the toothbrush on the same date that the event occurred. At the time of the report, the consumer had recovered. (B)(4).